Event description:
It was reported that a patient underwent a strabismus repair procedure on (B)(6) 2012 and suture was used. When the surgeon began to tie the suture, it broke and the muscle was then unable to be repaired. The child was then transferred to (B)(6) medical center for repair. Upon close inspection, the suture had gaps in the coating and areas that looked frayed. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that a patient underwent a strabismus repair procedure on (B)(6) 2011 and suture was used. When the surgeon began to tie the suture, it broke and the muscle was then unable to be repaired. The (B)(6) was then transferred to (B)(6) center for repair. Upon close inspection, the suture had gaps in the coating and areas that looked frayed. The intended procedure was a left lateral rectus muscle recession of 8.0mm and a bilateral superior rectus muscle recession of 5.0mm. The complication was a lost right superior rectus muscle. The actual procedure performed was left lateral rectus muscle recession of 8.0mm, a left superior rectus muscle recession of 5.0mm., and a right superior rectus muscle exploration. Currently, the patient is doing well with normal eye alignment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.